Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during drain 2 of 4. The home patient (hp) had disconnected from the hc without pressing stop. The supplies were damaged by an outlet port clamp/assist device used to make the connections. The hp was to notify their peritoneal dialysis registered nurse (pdrn) of the missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected from the hc without pressing stop, causing the error.